Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that there was a dark stain on the tip of a bd angiocath¿ 24 g x 0.75" before use. No injury or medical intervention.

Manufacturer narrative:
Investigation: samples/ photos: were received 48 unused samples of the angiocath 24g x 0.75 product, catalog: 388336, batch 6271324. After visual analysis of the 48 samples no residue of dark staining was observed on the catheter as claimed in none of the samples received. The samples had normal staining catheter. DHR review: the angiocath assembled lot: 6232119 & 6267331, used in the final product lot: 6271324 of angiocath 24gx0.75 were analyzed and no records of "foreign matter" were evidenced. Qn/ ncmr review: there are no quality notification (qn) or non-conformity report records of foreign matter for the lots involved in this complaint according to the history of the lot above. Bd was unable to confirm the customer complaint for the claimed defect. Investigation comments: as the analysis of the samples received did not show any contamination on the catheter, and since no records of foreign matter were detected in the lots involved, it was not possible to confirm the incident in question. Based on the investigation results to date the root cause was not found for this complaint. The complaint was added to the complaint database for trend analysis, which is regularly monitored.